Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: the pump was returned with no vibration function. The pump cover was removed and found the vibration motor to be defective.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. It was reported that the vibration on pump no longer works. Stated issue was first noticed several months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.